Event description:
It was reported that this patient had a cardiac arrest. Technical services reviewed the case and noticed that the episode started as a bradycardia. Subsequently, oversensing occurs and 3 inappropriate shock therapies were delivered. Shock impedance was 20 ohms, which is a low out-of-range measurement for the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Reportedly, this patient is a well-known intravenous drug user who does not follow up medically and has not been seen in the clinic for several years. The patient's blood analysis was very altered, and it was believed to be related with the low shock impedance. It was suspected that the oversensed signals were caused by the compressions performed to resuscitate the patient. X-rays were performed and the s-ICD looked slightly posterior but does not appear to have migrated, and the electrode still looked in good position. The patient will continue to be monitored. This s-ICD remains in service and no additional adverse patient effects were reported.